Manufacturer narrative:
Visual inspection under magnification shows the electrodes have been detached with jagged edges on the remaining electrode legs. There are a significant amount of scuff marks present on the spacer. The detached tip has been returned with the device. There are no manufacturing abnormalities visually observed with the returned wand. Data extracted from the returned wand found that the wand had been activated for 0.25 minutes connected to a controller or activated. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. Other potential factors which could have contributed to the reported event includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the plate came off the end of the wand during a hip scope procedure. The plate became lodged in soft tissue within the joint (medial). An ambient 50 wand and a side winder were used to access the plate. However, it was unable to be grasped with a straight grasper due to its location. Finally, a fastfix 360 was used to magnetically pull the plate out to a position where it could be captured with a straight grasper and removed. The operation was extended about 90 minutes to retrieve the plate. Procedure was completed using a back-up device. No patient injury or other complications were reported.